Manufacturer narrative:
This report is based on information provided by local philips onsite support and has been investigated by the philips complaint handling team. Philips received a complaint on the philips efficia dfm100 defibrillator indicating that the device had a software error in the internal log. There was no reported patient involvement. Details provided from the onsite field service engineer in an email response, indicates that tests were carried out without being able to reproduce any errors and the device function checked normal. No fault was found and the device was returned to service. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the device exhibited a software error in the internal logs. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.